Event description:
It was reported that the user experienced a severe low blood glucose event, describing that they ¿just dropped,¿ with lows typically occurring before bed; the user treats with oral glucose candy and uses a dexcom g7, verifying readings with fingerstick, and no device-specific problem or component malfunction was identified. Symptoms included hypoglycemia. Outcomes included medication required and were also characterized as serious injury or illness. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information, and no device problem or component issue was established. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.